Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a pair of scd express sleeves. The customer reports that a pt had a stroke and passed away. Customer did not feel that the scd system was responsible but would like all pieces investigated.

Event description:
It was reported that prior to a procedure, when the device was removed from the package it was noticed that the tissue pad had come off the device. The device was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the incorrect device was returned. The device was tested with a generator and was functional.